Manufacturer narrative:
An event regarding disassociation involving a metal head & accolade stem was reported. Method & results: device evaluation and results: visual inspection: a visual inspection of the returned device was performed by a material analysis engineer which noted; [...] The female taper on the distal side showed signs of wear and a step was observed at the proximal end of the taper. The wear observed on the hip stem was likely due to the loss of taper lock between the stem trunnion and the femoral head taper. The loosening likely caused the head to articulate on the stem causing wear damages.[...] A mar concluded [...] The wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Scratching, burnishing, embedded debris, third-body indentations and explantation damage were observed on the insert. Eds showed that the hip stem was consistent with astm f1813 and the femoral head was consistent with astm f1537. Eds also showed the adhered debris on the femoral head was consistent with a corrosion product and material transfer, and the adhered debris on the acetabular insert was consistent with material transfer. Based on the given information, no identifiable material discrepancies were observed on the surfaces examined.[...] Medical records received and evaluation: a review of the provided medical report and x-rays by a clinical consultant noted [...] For the revision surgery with exchange to restoration modular there are only device labels, no explicit info about the surgery while also no other clinical information or x-rays are available to detail any facts or findings surrounding the failure event. Only a mar report is available that has however so much destruction of the stem around that no valid conclusions are possible to help understand the problem. The x-rays confirm a very adequate component position, both stem and cup without issues suggesting impingement or other factors to contribute to overload. Actually, x-rays are quite okay until (B)(6) 2017, some 7-months prior to failure. Some minor calcifications became evident at this time, but not enough to contribute to overload. Only 7-months later, (B)(6) 2017, catastrophic trunnion failure developed with massive metallosis in and around the joint. As such has no new info become available to plausibly explain the failure mode of this case.[...] Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant could not find a root cause. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Surgeon informed sales rep that there was a revision surgery on (B)(6) 2017 due the broken accolade tmzf stem, size 3.5, 127 deg.

Event description:
Surgeon informed sales rep that there was a revision surgery on 28/09/2017 due the broken accolade tmzf stem, size 3.5, 127 deg.

Manufacturer narrative:
An event regarding disassociation involving a metal head & accolade stem was reported. Method & results: -device evaluation and results: visual inspection: a visual inspection of the returned device was performed by a material analysis engineer which noted; the female taper on the distal side showed signs of wear and a step was observed at the proximal end of the taper. The wear observed on the hip stem was likely due to the loss of taper lock between the stem trunnion and the femoral head taper. The loosening likely caused the head to articulate on the stem causing wear damages. A mar concluded: the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Scratching, burnishing, embedded debris, third-body indentations and explantation damage were observed on the insert. Eds showed that the hip stem was consistent with astm f1813 and the femoral head was consistent with astm f1537. Eds also showed the adhered debris on the femoral head was consistent with a corrosion product and material transfer, and the adhered debris on the acetabular insert was consistent with material transfer. Based on the given information, no identifiable material discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical report and x-rays by a clinical consultant noted: for the revision surgery with exchange to restoration modular there are only device labels, no explicit info about the surgery while also no other clinical information or x-rays are available to detail any facts or findings surrounding the failure event. Only a mar report is available that has however so much destruction of the stem around that no valid conclusions are possible to help understand the problem. The x-rays confirm a very adequate component position, both stem and cup without issues suggesting impingement or other factors to contribute to overload. Actually, x-rays are quite okay until february 2017, some 7-months prior to failure. Some minor calcifications became evident at this time, but not enough to contribute to overload. Only 7-months later, sep 2017, catastrophic trunnion failure developed with massive metallosis in and around the joint. As such has no new info become available to plausibly explain the failure mode of this case. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant could not find a root cause. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Surgeon informed sales rep that there was a revision surgery on (B)(6)due the broken accolade tmzf stem, size 3.5, 127 deg.